Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, error did not recur, and customer successfully started new sensor session; no additional information was received regarding the outcome of the event.